Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms were noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had received a button error alarm on the insulin pump. Customer stated that the pump was not responding. Customer's blood glucose was 108 mg/dl. Customer stated that the alarm did not occur right after exposure to moisture. Customer stated that a button was not pressed for 3 minutes or longer. Customer stated that it was a possible issue since the pump was in his pocket. Customer was advised that the pump will need to be replaced. Customer was advised to have the customer revert to a back-up plan.